Event description:
There was a power outage, and thirty minutes later there was another power outage with the patient monitors. The patient's oscillator and crrt (continuous renal replacement therapy) machine got turned off. During the initial outage the crrt machine went down and the circuit clotted, and during the second outage the oscillator took time to restart, which led to the patient's oxygen desaturation. The patient needed to be disconnected from the circuit and bagged. These were major avoidable patient morbidities in a critically ill patient that occurred primarily due to the scheduled generator check. This system of checking the generator by turning off critical support to the patient needs to be addressed and changed before a mortality occurs due to the process.